Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after noting a low insulin cartridge overnight, subsequently replacing the cartridge, observing blood glucose trend up to 320 mg/dl, then performing a full supply change with an infusion set of contact detach steel; blood glucose later decreased to 254 mg/dl. Customer care provided support that included remote troubleshooting and education. Investigation of this case revealed that the device function appeared consistent with expected performance after the full supply change, with glucose trending downward. No clinical symptoms associated with elevated blood glucose. Outcomes included temporary impairment with no long-term impact reported. It was concluded that the event was related to hyperglycemia with cause unclear, and device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.